Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2316500, model: sc-2316-50, serial: (B)(6), batch: 19942857, UDI:(B)(4).

Event description:
It was reported that patient had a discomfort around the implantable pulse generator (ipg) site. The patient underwent a spinal cord stimulator (scs) explant procedure where in all devices were removed. The explanted device will not be return.